Event description:
The device was unable to convert vf 2 separate episodes until new lead was placed to lscv. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).